Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since restarting the treatment as instructed there is no change to their teeth. They provided letter of recommendation from their dentist who recommends ceasing aligner treatment. The dentist stated the patient requires a hight level of customization and clinical oversight to achieve the desired results. Dentist recommends in-office clear aligners or traditional orthodontic treatments that can be specifically tailored to patient's needs.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.